Event description:
The report rec'd from the e-cypher study indicated that approx five (5) mos after the index procedure, the pt expired. The death was reported to be non-cardiac and unrelated to the study device or index procedure. The info rec'd indicated that the pt's family thought that the cause of death was cancer. No add'l info is available.

Manufacturer narrative:
The indication for the index procedure was stable angina. The pt was found to have two (2) vessel coronary disease. The target lesion for the index procedure was the proximal circumflex. The lesion was reported to be: de novo, native coronary, 3.0mm in diameter, 10mm in length, not ostial/totally occluded, no major side branch involvement, with moderate tortuosity of the proximal segment, not angulated, eccentric, with little or no calcium , absent of thrombus, and type b2. The lesion was not pre-dilated. A cypher 3.0x13mm stent was implanted at 14 atm. A satisfying result was reported. The flow pre and post-procedure was timi 3. There was no reported procedural complication. Please note that device is distributed outside the us, however it is similar to the us product. The product is not available for inspection. A report was rec'd that male pt with a history of previous mi and hyperlipidemia expired five mos post cypher stent implantation. Initially, the pt was admitted with stable angina and underwent an angiogram that revealed a lesion in the proximal circumflex. This pt's history puts him at increased risk for mace. Pre and intra procedural medications included asa and plavix. The intra procedural administration of heparin or gpiibiiia and the performance or recording of act's was not reported. The proximal circumflex lesion was described as de novo, type b2, 3mm in diameter, and 10mm in length, smooth, moderately tortuous, eccentric and with little or no calcification or thrombus present. The lesion was not pre-dilated prior to the placement of a 3.00x13mm cypher stent at a maximum inflation pressure of 14atm.according to the IFU, lesions should be pre-dilated prior to the placement of a cypher stent. The procedure was finished with a resultant timi flow of 3. The pt was discharged the next day on medications that included asa and plavix. Five months after the index procedure, the pt is reported to have expired from a non-cardiac cause. This event was reported to be unrelated to the cypher stent and to the index procedure. The pt's family suggested that the pt had died of cancer. No further clarification was provided. It is not known if an autopsy was performed. Attempts to obtain further info have been unsuccessful. The product remains implanted in the pt and is thus not available for eval. In addition, a DHR review could not be performed since the lot number was not provided. Without an actual cause of death and/or the definitive findings of a recent angiogram or that of an autopsy, it is not possible to draw a conclusion about a relationship between the device and the event. However, there are pt and procedural factors that may have contributed to it. Please note that this is the initial/final report for this product.